Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported that the patient cooled 24 hours and reached rewarm target to 36c on the arctic sun device. Nurse went to nuclear medicine and now the device did not appear to be warming patient. The patient temperature was 33.9c, flow rate was 3 l/m, water temperature was 22.5c, target temperature was 36c. The system diagnostics showed outlet monitor temperature (t1) was 23c, outlet control temperature (t2) was 23c, inlet temperature (t3) was 22.9c, chiller temperature (t4) was 5.5c, water flow rate was 3 l/m, inlet pressure was -7.1 psi, circulation pump command was 75 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 1278.8 and pump hours were 1152.4. Mss walked nurse through stop therapy, drain pads and disconnect. Mss had nurse through drain 20 ounces off of device. Mss explained that potential overfill can prevent device from being able to warm. Patient was brain dead and physician okayed rewarming at maximum. The flow rate was 3.5 l/m and water temperature beginning to increase. Mss discussed about settings and how water temperature should increase to 40c in the next 10 to15 minutes. Nurse would call back if water did not get warm or if any additional questions. Per follow up information received via email on 03oct2022, there was no patient injury. The device was corrected after taking 20mls of water out. Patient completed therapy on same device without problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient cooled 24 hours and reached rewarm target to 36c on the arctic sun device. Nurse went to nuclear medicine and now the device did not appear to be warming patient. The patient temperature was 33.9c, flow rate was 3 l/m, water temperature was 22.5c, target temperature was 36c. The system diagnostics showed outlet monitor temperature (t1) was 23c, outlet control temperature (t2) was 23c, inlet temperature (t3) was 22.9c, chiller temperature (t4) was 5.5c, water flow rate was 3 l/m, inlet pressure was -7.1 psi, circulation pump command was 75 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 1278.8 and pump hours were 1152.4. Mss walked nurse through stop therapy, drain pads and disconnect. Mss had nurse through drain 20 ounces off of device. Mss explained that potential overfill can prevent device from being able to warm. Patient was brain dead and physician okayed rewarming at maximum. The flow rate was 3.5 l/m and water temperature beginning to increase. Mss discussed about settings and how water temperature should increase to 40c in the next 10 to15 minutes. Nurse would call back if water did not get warm or if any additional questions.